Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to the surgical wound and implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, a pocket seroma occurred, and a pocket flush was planned. Cultures for infection came back negative, and the pocket flush was cancelled. The patient's seroma was drained on (B)(6) 2024. In the opinion of the physician, the seroma was related to the surgical wound and implant procedure. As of (B)(6) 2024, the patient was doing well.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2024. On (B)(6)2024, a pocket seroma occurred, and a pocket flush was planned. Cultures for infection came back negative, and the pocket flush was cancelled. The patient's seroma was drained on (B)(6)2024. In the opinion of the physician, the seroma was related to the surgical wound and implant procedure. The patient was discharged on (B)(6)2024. As of (B)(6)2024, the patient was doing well.